Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 51 mg/dl. Reportedly, the customer miscalculated the amount of insulin needed and delivered a larger bolus than needed. Customer consumed carbohydrates to address bg. In addition, it was reported that the pump touchscreen was unresponsive. At the time of the report with tandem technical support the touch screen was functioning as intended; therefore customer continued to use the pump for insulin therapy.